Event description:
The patient was having seizures. There were no known falls or trauma. The patient was directed to his physician. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).